Event description:
This patient is enrolled in the gore iliac branch endoprosthesis ide study, to assess use of the iliac branch endoprosthesis (ibe) in the endovascular treatment of common iliac artery or aortoiliac aneurysms. The study involves commercialized gore® excluder® aaa endoprosthesis featuring c3® delivery system. The investigational devices are the gore® excluder® iliac branch endoprosthesis, consisting of the iliac branch component (ibc) and the internal iliac branch component (iic). On (B)(6) 2015, this patient underwent endovascular repair with gore® excluder® aaa endoprosthesis featuring c3® delivery system for an abdominal aortic aneurysm measuring 28mm in diameter and a left common iliac artery aneurysm measuring 3mm. The patient tolerated the procedure without evidence of any endoleak. On (B)(6) 2015, the patient presented with pain and numbness of the right leg. The patient was diagnosed with a thrombosis of the right limb (ipsilateral limb) of the trunk ipsilateral leg component (rlt231218). After thrombectomy of the profunda femoris artery was performed, repeat fluoroscopy then demonstrated a kink in the distal portion of the ipsilateral leg component. Thrombectomy of the ipsilateral leg component was performed with a fogarty embolectomy balloon; and angioplasty of the right external iliac successfully removed all thrombus from the ipsilateral limb component. Repeat imaging was performed which demonstrated a kink at the distal end of the contralateral leg component (pxc121400) placed within the external iliac artery. A 12 mm x 40 mm bare-metal, self-expanding stent was then advanced and deployed to extend the distended portion of the endograft and alleviate kinking. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4): a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
An imaging evaluation and review of manufacturing paperwork are being conducted. The gore® excluder® aaa endoprosthesis instructions for use states, adverse events that may occur and/or require intervention include: arterial or venous thrombosis.